Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run" alarm. Pump was unable to be restarted. Patient visited the clinic as this is the third call to service for nd alarm. Actual res vol is 49 ml; patient reset volume accidently this morning.